Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/15/2019. Investigation summary: "it was reported performance needle breakage. A failed suture needle was submitted for fractographic evaluation. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of both microvoid coalescence, which is evidence of a ductile overload failure and intergranular fracture, which is evidence of a brittle failure. This was a mixed mode fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The needle exhibited amounts of intergranular failure.

Manufacturer narrative:
Pc-(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. During the procedure, the needle tip snapped off. It was unknown as to if the tip recovered. It was unknown as to how the procedure was completed. There were no adverse consequences for the patient. No additional information was provided.